Event description:
This ra lead was implanted on (B)(6)1985 and remains implanted at this time. The physician was dr. (B)(6). A call to patient's services on 05/02/2013 states that leads were implanted for 25 years and patient is complaining of getting electrical shocks in his left shoulder that was so irritating. Patient felt he's between a rock and a hard spot. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).